Event description:
Pyrexia. Case description: spontaneous report received on 25-dec-2007 from a physician regarding a female pt. The pt had a pre-operative complication of otitis media. The pt received 1 sheet of seprafilm placed in the uterus in 2007 after an abdominal operation performed due to breech presentation at 38 weeks of pregnancy. Four days later, the pt experienced pyrexia that was severe in intensity and medically significant according to the physician. Seprafilm was last administered prior to the reported event. As of the date of receipt of this report, the pt outcome was recovered the following month. The physician assessed the relationship between pyrexia and seprafilm as probable.